Event description:
It was reported that when the asymptomatic patient presented remotely through merlin.net transmission, non-sustained oversensing episodes were observed. Review of episodes noted lead noise resulting in intermittent inhibition of pacing. The patient was called in clinic for further evaluation. Isometrics and pocket manipulation were not able to reproduce noise. Device was reprogrammed. The changes have been effective in reducing the lead noise. Patient¿s condition was fine. Patient will continue to be followed normally.